Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare. The product is not sold in the USA but it is similar to a product which is sold in the USA. Results & conclusions: please see attached report "open circuit heater wires" for details of failure investigations. Unfortunately, this report was inadvertently omitted from the retrospective summary report 9611451-2007-00013 under exemption. Investigation summary: each faulty breathing circuit returned to fisher & paykel healthcare due to an open circuit heater wire related problem was evaluated by our engineers. Returned samples were tested in the laboratory with a multimeter and in most cases confirmed the alleged problem. In cases where the laboratory tests did not immediately re-produce the reported fault, by moving the tube around in certain orientations, it was possible to replicate the fault. This indicates that the continuity of the wire is inconsistent (either a break in the wire or a poor connection). A CAPA project has been initiated to address this problem. Although this CAPA is still in its early stages, investigations completed to date have indicated that one of the sources of this issue could possibly be due to poor crimping techniques/practices during manufacture.

Event description:
Reporter reported that a fisher & paykel healthcare heated breathing circuit was being used and the heater wire broke in the first day of use.